Event description:
Defective acon laboratories, inc. Flowflex covid-19 antigen home test made in china l031329-01 lot cov2010015 distributed by harris teeter pharmacy (B)(6) with manufacture date 2022-01-07 and expiration date of 2023-01-06 but approved by FDA for 1 year extension of expiration date. Test kits do not exhibit a control line and therefore are defective and unusable thereby creating a life/threatening condition if used under FDA approved expiration date extension. Immediate recall required.